Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyi2659 showed one other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that power PICC was noted to be leaking from a hole at the distal end of the catheter. The line was removed after a CT scan had been attempted using the PICC access. Staff had confirmed position of the line in the patient with some positional flow stops (arms elevated, flush could not be performed) prior to the CT contrast being infused. Patient complained of tightness in the arm towards the end of the contrast injection (50-100mls infused). Contrast injection stopped immediately, and extravasation protocol commenced. Xray showed collection in the patient's joint. Line inserted in left brachial vein (B)(6) 2015.